Event description:
It was reported that customer experienced ongoing cgm error 42 on pump. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.